Event description:
During surgery, surgeon was using harmonic handpiece and the blade broke. Supply was taken out of field as well as the broken piece.

Event description:
During surgery, surgeon was using harmonic handpiece and the blade broke. Supply was taken out of field as well as the broken piece.